Event description:
It was reported that the intracavity c10-3v transducer failed electrical safety testing. The transducer was associated with the affiniti 70 ultrasound system at the customer¿s site. The issue was discovered outside of clinical use and no patient or user was harmed as a result of the issue. The philips service engineer confirmed there was no physical damage to the transducer. The transducer was replaced to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.